Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer reset pump, resumed insulin delivery without further issues, and no additional assistance was needed from technical support.